Event description:
Complainant alleged that during a routine shift check by a clinician the device shut down on battery power while attempting to charge the defibrillator to 100 joules. The complainant indicated that there was no pt involvement in the reported failure.